Event description:
Implant was inserted about half way in and the head twisted. A portion of the implants were left in the pt's bone because they had good fixation. No adverse consequences reported with the pt as a result of event. This device is used for treatment.

Manufacturer narrative:
The alleged implants were not returned for evaluation; however, two unopened implants were returned. The implants were tested according with normal device testing procedures and met specifications. The condition reported by the customer can occur due to over insertion of the implant and/or imporper bone prepartion prior to insertion. However, this cannot be verified without evaluation of the device DHR review revealed nothing relevant to this event.